Event description:
Age and weight of patient are unknown. It was reported to boston scientific corporation that during a hydro thermal ablation procedure, the physician pinched the sheath when applying the tenaculum. At the end of the procedure, when the device was removed, it was observed that the tip of the sheath was cracked. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint was not confirmed. According to the complainant, the suspect device has been disposed of and is not available for return. A DHR review did not yield any manufacturing related issues which would contribute to this event and the product was not returned for analysis. A review of the trending, history and the event description did not provide enough information to formulate a definitive root cause however, page 6 of the hydro thermal ablation (hta) user's system manual issues a precaution that states "do not grab the procedure sheath with the tenaculum as doing so may damage the sheath". The information provided in the event description indicated that the potential cause of this event was that the doctor "pinched the sheath when applying the tenaculum". The importance of proper usage of the sheath is outlined in the hta user's manual, for the warnings and precautions associated with the hta. This event appears to have resulted from user/use error. Device unavailable for evaluation.